Event description:
It is reported that the customer has experienced errors over the years related to incorrect syringe size selection when programming the syringe pump. These errors occur when a 3 ml syringe is used to deliver infusion rates below 0.1 ml/hr. The nurse can select either a 1 ml or a 3 ml syringe. When the 1 ml option is selected instead of the 3 ml option, the patient receives an unintended overdose of medication, which may result in adverse effects. There was patient involvement, but not harm. Although requested no additional information will be provided by the customer, no devices will be returned. The customer has made a product enhancement request to have bd/alaris to configure their product to only allow the correct syringe size to be selected, or a hard stop if the vtbi that is entered is greater than the syringe size volume selected (i.e. 2.5 ml vtbi would trigger a hard stop if the 1 ml syringe is selected).

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It is reported that the customer has experienced errors over the years related to incorrect syringe size selection when programming the syringe pump. These errors occur when a 3 ml syringe is used to deliver infusion rates below 0.1 ml/hr. The nurse can select either a 1 ml or a 3 ml syringe. When the 1 ml option is selected instead of the 3 ml option, the patient receives an unintended overdose of medication, which may result in adverse effects. There was patient involvement, but not harm. Although requested no additional information will be provided by the customer, no devices will be returned. The customer has made a product enhancement request to have bd/alaris to configure their product to only allow the correct syringe size to be selected, or a hard stop if the vtbi that is entered is greater than the syringe size volume selected (i.e. 2.5 ml vtbi would trigger a hard stop if the 1 ml syringe is selected).

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue related to incorrect size syringe selection programming could not be confirmed during the investigation. No suspect devices were returned for this investigation; therefore, inspection and laboratory testing could not be performed. Log review could not be performed since the devices, and their associated logs were not returned for investigation. However, the facility sent an infusion knowledge portal (ikp) report of the infusions made. The data set (ohsu_v251112) was not provided by the facility. The ikp showed that a syringe selected was a bd plastipak 1 ml on 22nov2025 at 10:25 pm, the volume to be infused in the syringe was 0.39 ml that was infused with a rate of 0.09 ml/h for 15.74 seconds. There is no more information related to the reported issue. The ikp report only provides minimal infusion information and is not validated for log analysis purposes. The requested error log was not provided by the facility so the reported issue could not be identified. The facility proposed an option to only allow the correct syringe size to be selected, or a hard stop if the vtbi that is entered is greater than the syringe size selected. This request has been forwarded to bd marketing for review and product enhancement request (per) determination under per (B)(4). Use only the syringe size and type specified on the main display. The full list of permitted syringe models is dependent on the pca¿s software version. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿ suite mx user manual). Ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause related to incorrect syringe size selection during the programming could not be identified or confirmed, as there were no devices, logs, or additional evidence returned for evaluation. Therefore, the feedback regarding implementing syringe selection will be formally considered through the initiation of a per (B)(4). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.